Event description:
Upon removing a luer-lok 20 ml syringe from its package a hosp member discovered the syringe had a dirty tip. Compromising the sterility of the product. The package and seals were intact prior to opening.